Event description:
It was observed during the device inspection, that the high flow insufflation unit exhibited connecting and insufflation tubes internal oil detection. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that fluid of an external origin entered the conduit. Olympus will continue to monitor field performance for this device.